Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve beds saturated/ odor. Associated malfunctions for this device: repaired leaks on the pe valve, product tank and heat exchanger hose clamps.